Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 3 bd q-syte¿ bi-extension sets had leakage issues, resulting in a second chemo dose being necessary. The following information was provided by the initial reporter: "the bd q-syte bi-extension set was leaking (three incidences) while connected to a port needle (polyflon make from competitor)this happened while infusing chemo using an infusion pump."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leaks at connection to another set was not confirmed upon inspection and testing of the sample. No abnormal conditions or damages were observed on the sample. The sample also underwent our internal leakage testing and no signs of leakage were observed. A manufacturing root cause was not determined since the reported failure was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported 3 bd q-syte¿ bi-extension sets had leakage issues, resulting in a second chemo dose being necessary. The following information was provided by the initial reporter: "the bd q-syte bi-extension set was leaking (three incidences) while connected to a port needle (polyflon make from competitor)this happened while infusing chemo using an infusion pump"